Manufacturer narrative:
Of the 48 allegations of a malfunction, 46 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a labeling issue. These reports were received from various sources. The patients associated with this allegation were 43 years of age and between 127 pounds. Of the reported patients, 1 was female.